Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device failed the volume test. Volumes were both 18.1 mls. The event occurred during preventive maintenance there was no patient involvement and no harm/adverse event.

Manufacturer narrative:
D9: 1/22/2025. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was unable to be duplicated. No issues were found with the device and it passed all testing. No repairs were made. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.